Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was a couple weeks ago the patient was identified that the scar tissue started and the ins was protruding on their back. The patient had an appointment with their healthcare provider today and the healthcare provider was going to move the stimulator battery to the other side. Patient was trying to turn the stimulation up and they were getting the message settings not available if they cannot provide desire intensity saving on group b and c, but pt was able to adjust the therapy on group a. Pt will follow up with their managing healthcare provider (hcp).